Manufacturer narrative:
Follow-up submitted with evaluation results which determined the mattress performed to specifications and no defect was found.

Manufacturer narrative:
Follow-up submitted with corrected evaluation results as investigation determined the allegation of a pressure ulcer development was due to a mattress gel issue. Mattress was replaced.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress.